Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was <0.1 mui/ml and was reported outside the laboratory. The patient was tested with a rapid test for hcg that was positive. On (B)(6) 2914, the original sample was repeated after recentrifugation and the result was 1907 mui/ml. The patent was not adversely affected. The hcg+b reagent lot number was 180039. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Based on the available data and the fact that a correct result was received after the sample was recentrifuged, the cause was likely due to a preanalytic issue. A temporary instrument issue could not be ruled out as performance testing done after the event had failed. A general reagent issue was not suspected as calibration and qc were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).